Event description:
According to the customer: "hls set began to develop a very tiny leak during use. Leak was noticed coming out of the emergency exhaust port on the bottom of the oxygenator by holder part of the mold. Perfusionist stated that the hls set had been primed for about 3 weeks. Hls set was removed from the cardiohelp to perform a pm and the primed hls set was laid on its side then put back on cardiohelp. Perfusionist stated that the leak was noticed after the pt was on pulmonary support. Perfusionist also stated that the oxygenator is functioning normally, just that there was a very tiny leak." (B)(4).

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records. The product has been investigated in the laboratory of the manufacturer and a leakage at the gas outlet was confirmed. Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca # (B)(4)). The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material MFR has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers.